Event description:
The customer reported that the end of their rhino-laryngo fiberscope device had a piece missing; the fiberoptics could be observed coming through where the sheath should be. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the missing piece on the distal end occurred due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.